Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode upon interrogation. Technical services (ts) discussed that safety mode results in device replacement and indicated that the urgency of replacement should be based on potential patient symptoms related to the current settings, as well as increased power consumption associated with elevated pacing output voltage. The patient was noted to not be pacing dependent. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be operating in safety mode upon interrogation. Technical services (ts) discussed that safety mode results in device replacement and indicated that the urgency of replacement should be based on potential patient symptoms related to the current settings, as well as increased power consumption associated with elevated pacing output voltage. The patient was noted to not be pacing dependent. This pacemaker remains in service. No adverse patient effects were reported. Additional information received indicated that the field representative confirmed that no pacemaker change was performed on this patient at the covered facility. It was also noted that the physician frequently refers patients to an outpatient center where non-boston scientific devices are used; however, this information cannot be confirmed, and a device replacement has not been verified. No further information was received.